Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. Intuitive has not received the part associated with this complaint for investigation. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The vessel sealer extend pn: 480422-1 ii ln: k11230531-0373 ii (B)(6) was a single use only instrument and was not reused after the procedure. A site review did not reveal any other complaints made against this product. Advanced system log review was performed by failure analysis engineer and reported: digital signal processor logs show that the vessel sealer extend (vse) was installed 1x and passed homing 1x. There were 3 seal events completed with no errors. There was 1 cut complete event was recorded with no errors. E100 logs showed 3 seal events with no errors. Master supervisory control logs show a couple of errors, unrelated to the sealing and cutting functionality of vse. The instrument was used for a little under 9 minutes. The log data did not show any sealing/cutting issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there were issues with the vessel sealer and its connections. The vessel sealer extend (vse) was working normally at first, but then was not activating energy at all while connected to the erbe. On the top port connection on the erbe, the vse would stop working. The customer then moves the connection to the bottom port of the erbe and then the vse started working again. There was no energy activation and no long continuous sealing tone, which correctly indicated there was no energy being activated. There was no tissue that was cut that was not sealed. The procedure was converted to open surgery due to bleeding. The customer did not have additional information on the amount of blood loss or where the patient was bleeding, but informed the patient was oozing blood in the general area they were performing surgery. The customer did not have additional information on medical intervention other than they converted to open surgery to address the bleeding. The customer informed that the bleeding was due to the patient anatomy with the patient being more prone to bleeding and did not believe that there was a problem with a da vinci product that caused the issue. Additional information was requested but not provided.